Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The sample was visually evaluated per specification. It was noted that the gauge was resting on 3 atm instead of 0. This is a purchased part and therefore was sent to the manufacturer for an investigation. Per the manufacturer's investigation, it was determined that the defect was due to shock or impact to the device after it left the manufacturing facility. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the gauge malfunctioned during use. No injury reported.